Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level was 497 mg/dl, 197 mg/dl, 405 mg/dl and 397 mg/dl. Customer reported that the infusion set cannula had a slight bend. Customer experienced sometimes tape sticks to serter issues with serter during use. The insulin pump will not be returned for analysis.